Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit entered standby mode. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusion). Corrected field: g6 ( type of report: initial, missed in initial emdr) . It was reported that the cardiosave intra-aortic balloon pump (iabp was going to standby mode while on a patient. There was no adverse event reported. A getinge field service engineer (fse) evaluated the iabp unit and could not duplicate the reported failure. During further inspection fse found that drive manifold test failing and resolved the issue by replacing the d104-00-0031 drive manifold assembly. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a